Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot#: 5510f202;triathlon cr fem comp #2 r-cem;ypa2l 5521-b-200;tri ts baseplate size 2;lgr3ib 5551-g-299-e;triathlon asymmetric x3 patella;m6kj it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review:- no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot. There has been other similar event for the sterile lot referenced. Conclusions: it was reported that 'patient revised due to infection. No other information available due to hospital policy.' All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10-6 or aseptically filled under a validated process in accordance with applicable external standards the exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following information was provided: patient revised due to infection. No other information available due to hospital policy.